Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed a pinhole 11mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 13-feb-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a pinhole in the balloon.